Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed a flat spot on the distal shaft at 14.5cm from the tip. The collar is separated, and the polytetrafluoroethylene (ptfe) is barely holding the two ends together. Microscopic inspection revealed no additional damages. There is blood present in the device. Product analysis found damages that can contribute to the difficulty to advance another device through the catheter.

Event description:
Reportable based on device analysis completed on 06dec2019. It was reported that the wire could not cross the device. The 90% stenosed target lesion was located in the severely calcified middle to distal end of left anterior descending artery. A guidezilla guide extension catheter was selected for use. During procedure, the guidezilla was positioned to provide force but the guidewire could not cross the device. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed collar separation.